Event description:
When compounding intravenous medication, 50mlbd syringe was found to have visible defect with either foreign material or defect in the manufacturing process. Manufacturer response for 50ml syringe, 50ml leur lok syringe (per site reporter). Notified mfg via email, coordinated return of product.